Event description:
A wilson-cook zimon biliary stent was placed into the hapatic duct percutaneously. When the stent was deployed, a 4cm secftion of the introducer remained inside the hepatic duct when the introducer was removed. The section of the introducer was removed percutaneously with a vascular sheath and a retrieval snare. The pt was reported to be in good condition.